Event description:
It was reported that the pt had been experiencing pain in their hip. On assessment, the stem was found to be fractured and just below the fracture site there was a large amount of cement present. The stem was revised successfully.